Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the small battery drive device seized, moved heavily and was jammed. It was observed that the control unit was not functioning on the device. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function and marking and labeling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial report that both date of event and date of this report were 2/12/2018. Upon complaint review, it was determined that the date of event was unknown and the date of this report was jan 25, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date received by manufacturer was inadvertently missed in the previous follow-up report. The date received by manufacturer was mar 23, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.